Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.